Event description:
A peripheral angiogram procedure was being performed. The physician was getting access, the needle was advanced through the introducer and into the artery, the wire was advanced and the needle was removed. The micropuncture sheath was advanced with difficulty, the sheath did not introduce into the artery and the wire fractured. The patient was taken to surgery for removal of the fractured wire. Information was provided that the patient came out of surgery and is doing fine.

Manufacturer narrative:
(B) (4). This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections during the manufacturing process and again, prior to transport. It should be noted that this device is provided with an attached caution label, which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." The device in question was returned in a used and damaged condition. Close examination of the returned segment would indicate that the wire guide was damaged during the procedure either by the needle or another instrument. Based on the information provided, it is feasible to suggest that this complaint is most likely due to a procedurally related event or related to patient anatomy. We will continue to a procedurally related event or related to pt anatomy. We will continue to monitor for similar complaints.